Event description:
It was reported that the customer had a motor error and no delivery alarm occur with their insulin pump. The customer's blood glucose level was reported at 421 mg/dl. Customer's parents will call to trouble shoot the product. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.